Event description:
--

Manufacturer narrative:
Additional information from a field representative revealed this lead was cut during the extraction and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that noise was noted on this right ventricular (rv) lead, which lead to oversensing and the patient receiving five inappropriate shocks. No noted therapy exhaustion involving the device. The source of the noise was unknown and all other lead numbers and measurements were normal. The physician suspects this might be due to a compromise in the lead insulation proximal to the proximal coil. Surgical intervention was performed to explant this lead and replace it with a new rv lead. No adverse patient effects were reported.